Manufacturer narrative:
Review of customer data was performed to identify the issue. Investigation by the MFR determined that an unk software defect is the root cause of this complaint. A medical device correction notification has been distributed to all customers who have been upgraded to phd software version (B)(4), alerting them of this issue. Customers who run competitive (negative slope) assays will be downgraded to the previous software version. A new software version is under development to correct the defects in phd software version (B)(4). Customers will be upgraded to the new version of software as soon as it is available.

Event description:
Bio-rad received a customer complaint of unexpected calibrator values when running a vitamin d assay on the phd system with eia/ifa software version (B)(4). Technical support worked with the customer to determine the root cause. A review of the customer's data revealed that high sample values generated by competitive (negative slope) assays on the phd system with software version (B)(4) were transmitted to the lis with an incorrect low value. At this customer site, samples with a correct value of >155.20 on the phd system were transmitted as <0.00 to the lis. The customer noticed the inconsistency and corrected all pt results before they were reported. There have been no reports of injury or mistreatment associated with this complaint.